Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without an alarm. This complaint was not confirmed in the lab due to a lack of sample. In a follow up call, the patient said they were very careful to make sure the line was primed completely and that when they watched, the air entered the line from her once initial drain began. The hp did not see anything unusual with the supplies and no sample was available. There was not enough data within the complaint information to identify root cause of the air. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) regarding air in the patient line on the home choice (hc) during initial drain. The home patient (hp) stated that the patient line had primed to the top but when she went into initial drain she noticed there was air in the patient line along with bubbles. The hp pressed stop. Gts advised the hp to start over with new supplies. Gts assisted the hp to end therapy. During follow up, the nurse was unable to provide any additional information on the possible cause of the air in the line. To her knowledge therapy was continuing. During follow up with the hp the hp stated that through discussion with the technical service representative (tsr) and by both her and her husband watching very carefully they determined that the air was mostly likely coming from inside of her. The hp said they were very careful to make sure the line was primed completely and that when they watched, the air entered the line from her once initial drain began. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.